Event description:
It was observed that during the device evaluation, the subject device had a foreign object on the oredome of the scope connector side of the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.